Event description:
It was reported by the user facility biomed tech that a hemodialysis patient has expired during their dialysis treatment. A request for additional patient event and medical records has been made. This MDR includes all information provided to date.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported patient adverse event during the hemodialysis treatment. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A batch record review will be completed to determine the manufacturing process. A supplemental medwatch report will be submitted once the plant and clinical investigations are complete. This is one of 4 MDR's submitted to document this reported event. Please reference the following MDR numbers: 2937457-2013-00099; 1713747-2013-00275; 3005162618-2013-00015.